Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
There was no patient harm.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The lens model is qualified for use in the company cartridge only. A non-qualified cartridge and viscoelastic were indicated. The associated handpiece is qualified when used with a qualified associated product combination. The root cause for the reported complaint is most likely related to a failure to follow the instructions for use (IFU). A non-qualified cartridge and non-qualified viscoelastic were indicated. The IFU instructs: company foldable intraocular lenses (iol)s are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation follow up attempts were made for additional information. No further information has been provided. If the sample or additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens was scratched. Hence the lens was explanted and replaced with another lens in the same procedure.